Event description:
The customer reported that the battery in the insulin pump did not last, and it is also happening with the replacement. Troubleshooting was attempted to perform, but the customer is partially blind. Recommended the customer to use energizer triple a battery. Days later, the customer called back to report the same issue. During the call, the customer mentioned that she went to the emergency room with low blood glucose of 27mg/dl, and she was incoherent. Attempted to obtain information on incident, but customer declined further troubleshooting as she has a working device. No additional information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.